Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio did replace the main keypad assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.   The removed main keypad assembly was further evaluated in the failure analysis center.  It was observed that when the shock button was pressed, the defibrillation energy was intermittently disarming.  This was due to the shock button measuring a higher than normal resistance level.

Event description:
The customer reported that their device was showing its service indicator and had logged an event code which could be related to the device's ability to deliver defibrillation energy.  After an evaluation of the device by physio, it was observed that the device would not deliver defibrillation energy.  There was no report of any patient use associated with the reported issue.